Event description:
The customer contact reported the device powered off without an audible alarm. On an unspecified date and time the device was programmed to deliver to a homecare pt an unspecified concentration of 5fu and the delivery was started. No specific programming parameters were provided. After an unspecified length of time the pt reported the device powered off without sounding an audible alarm tone. It was reported the delivery was delayed approx 1 hour. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility the device powered off without an audible alarm with any movement of the battery latch. No add'l info was provided.

Manufacturer narrative:
Testing and investigation at the service center found while operating on battery power the device would power off if knocked or if the battery door latch was flipped. The device displayed a power loss error code and produced a short chirping tone prior to powering down. The device produced an audible alarm tone as expected for all other alarm conditions. The probable cause of the power loss was due to intermittent contact between the disposable batteries and the battery contact of the circuit board caused by a loose contact and etching on the surface. This report represents all the info known by the reporter upon query by hospira personnel.